Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but three photos were available for evaluation. Visual inspection noted on the first photo, the mesh was not contaminated by blood. The textile knitting and the collagen film were found as expected. The mesh dimension and expanders could not be verified. On the second photo, the mesh was found contaminated by blood. The collagen film was found peeled off on the overlap of the mesh. While the third photo, the mesh seems to be folded, not in the direction of the junction of the two expanders. It was reported that the mesh was degraded or brittle. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the possible complications associated with the use of composite ventral patch are those typically associated with surgically implantable mesh: seroma, hematoma, fistula formation, mesh migration, recurrence, infection, acute and chronic pain, inflammation, visceral adhesion, bowel obstruction, extrusion/erosion, and/or allergic reactions to the components of the product. Other possible complications inherent to the surgical procedure may occur. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during umbilical ventral hernia repair, the device was fitted which went without a hitch. The following day, at around midday, the patient experienced abrupt abdominal pain, which rapidly worsened, prompting her to return to the emergency room. A computed tomography (CT) scan revealed peritonitis, and the patient had to be operated on again. Exploration revealed no enteropexy or signs of thermal injury to explain the secondary perforation. The plate was examined before being sent to bacteriology: no abnormalities were noted, but the protective plastic film around the prosthesis had already degraded, leaving certain cruciate areas in contact with the peritoneum. A suture was used to resolve the issue. The patient was discharged and doing well.